Manufacturer narrative:
This follow up report is being filed to relay additional information. Additional information : concomitant medical product: catalog # 65875306401, shell with cluster holes, lot # 62125208, catalog # unknown, unknown cpt femoral stem, lot # unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant products: zimmer cup, catalog# 65875306401 lot # 62125208. Zimmer stem, catalog# 00576071502 lot # 62374242.

Event description:
Patient underwent a right hip revision procedure approximately two days post-implantation dislocation.